Manufacturer narrative:
B5; additional information received : it is suspected disease progression contributed to the occurrence of the endoleaks. It is unk nown if migration occurred along with the ib endoleaks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c156e, serial (B)(6) , ubd: 21-apr-2022, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently experiencing abdominal pain. A CT scan revealed bilateral type ib endoleaks in both endurant ii stent graft limbs (etlw1613c124e <(>&<)> etlw1616c156e).  Intervention was performed, with an ibe was placed inside stent graft (etlw1616c156) on the left side, coiling a and cover were placed in the right hypogastric artery .a tapered limb was placed landing in the right external iliac artery, successfully resolving the type ib endoleaks. Per the physician the cause of the bilateral ib endoleaks are undetermined. No additional clinical sequalae were provided and the patient is fine.